Event description:
A report was received that the patient underwent an ipg explant due to pain at pocket site. The patient indicated that she had a fall and was not device related. The ipg was working properly. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.